Event description:
A surgeon reported that after implantation of an intraocular lens (iol), a haptic became detached and caused dislocation of the iol. After resetting the lens in the capsular bag the dislocation recurred. The lens was removed with widening of the wound during a second procedure and replaced with a different iol.